Event description:
It was reported that the patient underwent a revision procedure due to fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon was implanted. No patient related complications were reported and the patient was ok following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss resulting in stress urinary incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new aus cuff, pump, and balloon was implanted. No patient related complications were reported and the patient was ok following the procedure.